Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-mar-2026, it was reported by a distributor via (B)(4) that a qty. 2 of ar-6068-45l 45°, curve, left, quickpass lassos had the tip break off without much force. This was discovered during a stabilization procedure with no patient harm. The broken pieces were retrieved from the patient, and the case was completed successfully.